Manufacturer narrative:
Model: mdt-lead / right atrial (ra) lead; implanted: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. Wound dehiscence / pocket decubitus was found to be present in the pocket area and the patient was treated with antibiotics. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.